Event description:
(B)(6) home health nurse reports patient had a pump malfunction that read "system timeout" and states there was an empty lithium battery. Unknown if product is still available for return or if patient missed a dose due to malfunction. Pump serial number: (B)(6). Indication: chronic inflammatory demyelinating polyneuritis.